Manufacturer narrative:
The hvad is used for treatment not diagnosis. The facility reported that a patient's controller would not make proper connection with the power sources as the cable would easily disconnect from the port; the controller was exchanged. There was no reported patient injury as a result of this event. The controller was returned to the manufacturer for evaluation. External visual testing revealed cracks and damage on an alignment tab of the power port one (1). Additionally, supplemental testing found connection unstable between a battery and the power source one (ps1) of the controller. The root cause for the reported "poor mechanical connection" was found to be damage to the external alignment tab of the power source connector, likely due to a combination of material durability, assembly interferences, and user mishandling. The manufacturer has an internal investigation to evaluate these types of issues. A field safety notice ((B)(4)) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the (B)(6) that the controller connection on power port one (1) was loose. The facility performed a controller exchange. The device was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.